Manufacturer narrative:
(B)(4).

Event description:
It was reported that the after radiation therapy, the pulse generation went into backup mode. The physician reprogrammed and the device resummed normal function. The patient was fine.